Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Product analysis found the meter's lcd cable/cable connector was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter has segments missing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:00am. As part of her diabetes regimen, the patient claimed she is on oral medication of metformin 500mg. An hour before the alleged issue began, the patient claimed she administered her usual dose of oral medication. By 12:00pm that day, the patient reportedly developed symptoms of shakiness. An hour after her symptom, the patient indicated she took an increased dose of metformin pills. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and that there was no misused of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.